Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, smoker, periodontal disease, complication in site preparation (liquid leaked a little), biomechanical overload, pain, increased sensitivity, swelling, abscess, inflammation, mobility. Patient flew on vacation the very next day, so she wanted the temporary crown immediately.